Manufacturer narrative:
(Head cable) the evaluation determined that the reported event was caused by a defective head cable. This was attributed to wear and tear.

Event description:
It was reported that green stripes on the surgical monitor, intraoperative. There was no harm for the patient, operator or third party reported. Further information was requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.